Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating the speaker is not working. There is a speaker malfunction inop and they could not hear alarms. The device was in use on a patient at time of event, there was no adverse event reported.